Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2020 it was reported that shortly after the placement, the patient developed pneumonia. The patient was treated with antibiotic ampicillin. On (B)(6) 2020 it was reported the patient was again hospitalized in a different hospital, but the reason is unknown.